Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 456 mg/dl with symptoms of dehydration, nausea, and polydypsia associated with the time/date reset and a battery life issue. This malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. During troubleshooting with customer technical support, it was revealed that the pump did emit a low battery warning and the battery life was not shorter than expected. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2015 with the following findings: the black box showed evidence of a time/date reset after a pump reboot on 04/17/2015 at 01:15; deliveries resumed at 19:50. The black box showed an unconfirmed loss of prime warning 04/16/2015 at 23:47; followed by partially charged batteries installed. Deliveries resumed at 04/17/2015 at 19:53. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The pump¿s current draws all measured within specification. The pump cover was removed and no intermittent condition or moisture damage was observed. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.